Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest reported blood glucose of 39 mg/dl following an automated insulin dose at breakfast and subsequent recurrent lows despite oral carbohydrate intake. Symptoms included feeling cold, sweating, shaking, and slurred speech. Outcomes included self-management with oral carbohydrates and glucose tablets without medical intervention or hospitalization. Investigation included review of user-reported data and device alerts. Investigation of this case revealed recurrent hypoglycemia with unclear precipitating cause despite acknowledgment of low and urgent low alerts. It was concluded that the event represents hypoglycemia with an undetermined cause and user sought additional training for device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.